Event description:
The metal piece of the liner trial that screws into cup or cup trial fell out of the plastic liner trial while it was in the tray.

Manufacturer narrative:
Examination of the returned acetabular cup does not find damage to the female threads. A mating hole eliminator was threaded and unthreaded without issue into the cup. The returned inserter was examined and found to have male thread damage consistent with being impacted without being fully threaded into it's mating device. The force of the impact is transferred to the threads. The returned inserter is fifteen years old and has damage consistent with repeated use and wear out in the form of dings and scratches, as well as heavy marks from repeated impactions on the end cap. The root cause is attributed to wear out/heavy use of the instrument. No product problem was identified with the returned acetabular cup. Corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.